Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the client reports that the device did not work and made an unusual noise when they squeezed the handle. No staples delivered. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.